Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. The customer continued to experience the 50 minimum notification after loading multiple cartridges. There was no impact to the customer's blood glucose level. The customer indicated would use backup injections and not on the pump for therapy.